Event description:
It was reported that the customer's insulin pump alarmed a motor error during priming and there were cracks near the battery compartment. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump has a constant a35 alarm during rewind due to motor encoder signal out of phase noted. Also moisture damage on force sensor resistor noted. No unexpected motor error alarms noted and the insulin pump passed displacement test. Unable to perform rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked battery tube threads, minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and shifted endcap sticker.